Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, during the ureteral stone case, a 200 micron tfl single use fiber broke in two pieces at the insertion point of the ureteroscope's channel as the doctor was pushing the laser fiber into the ureteroscope while clearing the patient's stone. The laser fiber was then removed, and the procedure was completed with a new tfl-fbx200s laser fiber. No additional medical treatment or surgical intervention was required. The event was not life-threatening, the device broke at the insertion point of the working channel which remains outside of the body, and there was no report of additional medical or surgical intervention that was required to preclude permanent impairment of a body function or permanent damage to a body structure. There was no reported patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint was confirmed. There is a break about 22.5 inches from the distal end. The side of the break that is on the connector side has slight signs of burning / burn-back consistent with the laser being active during the break. The distal tip is slightly burnt back. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to user mishandling of the device. Olympus will continue to monitor field performance for this device.